Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with infection, mrsa (methicillin-resistant staphylococcus aureus), sepsis and patient eventually expired. However, the cause of death was not provided.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number is unknown. Investigation summary: the device was not returned for evaluation. No photos/videos or medical records were provided. The investigation is inconclusive for the reported infection, sepsis, and death as no objective evidence has been provided to confirm or characterize these events. Based on the complaint investigation and evaluation of the reported event, a causal relationship between the device, sepsis, infection, and death could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B2, b5, g3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed an infection and sepsis, and mrsa (methicillin-resistant staphylococcus aureus) was identified. It was further reported that the patient subsequently expired; however, the cause of death was not provided.